Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was leaking at site on abdomen area on (B)(6) 2024. No further information available.